Event description:
It was reported that the pump stopped infusing for 20-30 minutes due to an occlusion error message. The pump started to run again with no issues. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: health professional.